Event description:
Healthcare professional reported, left side deflation. The device remains implanted.

Event description:
Healthcare professional reported left side deflation. The device remains implanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 30apr2021.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation

Event description:
Healthcare professional reported left side deflation. The device remains implanted.